Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found disconnection could not be replicated. Additional evaluation findings are as followed: camera cable buckled and scratched, video connector dented and video connector contact corroded, camera cable and charged coupled device flooded, and scope mount lens scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that before a transurethral resection of a bladder tumor procedure during preparation for use, the camera head had a disconnection. The device was inspected before use. The procedure was therapeutic. There was no patient harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Although the reported event was not reproduced, it is likely the issue occurred due to poor contact with the processor caused by corroded electrical contacts. It was also noted that noise occurred temporarily. The event can be prevented by following the instructions for use which state: ¿after use, clean, disinfect, or sterilize according to this instruction manual before storing. Inadequate or incomplete cleaning, disinfection, or sterilization, or improper storage may result in infection, equipment damage, or reduced functionality. Store in a clean room at room temperature and humidity and do not store the instrument in a place that is exposed to x-rays, ultraviolet rays, radioactivity, strong electromagnetic waves (e.g., the vicinity of a microwave therapeutic device, short-wave therapeutic device, MRI equipment, wireless set, etc.). Otherwise, the instrument may be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed that the procedure was completed with a similar device.